Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one photo along with multiple samples were provided to our quality team for investigation. Through visual inspection, the plunger rods are observed to be bent. A device history review was performed for lot 2004050, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. The materials used to manufacture the plungers allows for a flexible material that may bend when exposed to weight. The plungers are stored in hoppers until assembly and if filled with excess weight, the plunger may bend or become deformed as seen in the samples returned. Additionally, this same defect can occur when bulk product is stored in a bag that is sealed too tightly. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Records were reviewed for lot 2004050 and no issues were identified. While we could not identify a direct issue, we can confirm the root cause if related to the product being stored with excessive weight. Manufacturing personnel have been notified of this incident to increase awareness of this matter. Complaints received for this device and defect will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that 98 bd plastipak¿ luer-lok¿ tip syringes had bent, damaged plunger rods. The following information was provided by the initial reporter: "the entire syringe was bent. Especially the piston of the syringe is very bent.